Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: the hospital otolaryngology chen nurses on (B)(6) 2021 in the ward when preparing the IV infusion, pulled open small clip extension tube leakage, the position of the needle has been retained for two days, had to patients to puncture, department nurses also feedback recently there have been many cases, hope that the company's attention, investigated the reason and reply.

Manufacturer narrative:
H6: investigation summary: a complaint of defective tubing was received from the customer. A photo was provided to aid in the investigation of this defect. It was observed that the tubing was cut, the customer complaint was confirmed. A device history record review was completed by our quality engineer team for provided lot number 9175089. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: the hospital otolaryngology chen nurses on (B)(6) 2021 in the ward when preparing the IV infusion, pulled open small clip clip extension tube leakage, the position of the needle has been retained for two days, had to patients to puncture, department nurses also feedback recently there have been many cases, hope that the company's attention, investigated the reason and reply.